Manufacturer narrative:
A sample was not returned for evaluation. A customer photo was returned and showed the safety shield unattached from the collar hook. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5128601. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the 21 g x 1.25 in bd eclipse blood collection needle's pink safety arm fell off after successfully collecting a patient's blood, leaving the needle exposed. No serious injury or medical intervention reported.